Event description:
Reportedly, "dr. Found there was no stapler inside the ppceea after normally firing during a esophago-gastrostomy. This lead to a hemorrhage. After haemostasis, they used another one then success." Procedure: esophago-gastrostomy.